Event description:
It was reported that the patient experienced severe hyperglycemia while using the ilet with a g7 cgm, with cgm displaying ¿hi¿ and a confirmatory fingerstick of 506 mg/dl, persisting for approximately six hours, and suspected to be related to infusion set failure due to a bent cannula and possible insertion concerns, compounded by unannounced carbohydrate intake. Symptoms included marked hyperglycemia. Outcomes included home management without hospitalization, with glucose trending downward during the call, indicating resumed insulin delivery. Investigation included troubleshooting education, assessment for site leakage, and guidance on infusion site change, after which the caregiver elected close monitoring given improving trends. Investigation of this case revealed a probable infusion set delivery issue consistent with a bent cannula and potential insertion technique concerns, with subsequent evidence of insulin delivery as glucose declined. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with infusion set insertion and missed meal announcement leading to hyperglycemia.